Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for an unknown quantity of unknown locking screws. Part and lot number were not provided by reporter. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in the (B)(6) as follows: it was reported that the surgeon could not properly insert the recon locking screws into the nail (missed the nail). The surgeon checked alignment, tightened the jig and released tissue but still missed the nail. Upon removal of the nail it was noted that the notch on the insertion handle was not present and the nail was rotating (not aligned to the jig). No additional set was available so a proximal femoral nail antirotation (pfna) was implanted instead. It was reported that optimal fixation was not achieved. There was no reported surgical delay time. This report is for an unknown quantity of unknown locking screws. This report is 3 of 4 for (B)(4).